Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "micro-particles" were found in the bd vacutainer® k2e 3.6mg plus blood collection tube during use, and microscopy examination confirmed the foreign matter as "thread like material" that could be seen coming out of the cap, and which caused repeated channels to block in the cbc analyzer. The following information was provided by the initial reporter: "micro-particles in edta vacutainer 2.0ml ref (B)(4), lot number 8199630. Please be informed that the above mentioned 2ml edta vacutainers from bd we received recently show micro-particles in almost all the tubes. Initially, it appeared to be micro clots but on microscopy examination of these particles they appeared to be thread like material and is causing repeated channels block in the cbc analyzer. On close observation one can see the fibers coming out of the purple coloured cap of the vacutainers tubes."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect and foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and molding defect and foreign matter was observed. Due to the samples having blood it was unclear if it was blood clot or foreign matter therefor samples were tested for the amount of the edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect and foreign matter with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and molding defect and foreign matter observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that "micro-particles" were found in the bd vacutainer® k2e 3.6mg plus blood collection tube during use, and microscopy examination confirmed the foreign matter as "thread like material" that could be seen coming out of the cap, and which caused repeated channels to block in the cbc analyzer. The following information was provided by the initial reporter: "micro-particles in edta vacutainer 2.0ml ref 368841, lot number 8199630. Please be informed that the above mentioned 2ml edta vacutainers from bd we received recently show micro-particles in almost all the tubes. Initially, it appeared to be micro clots but on microscopy examination of these particles they appeared to be thread like material and is causing repeated channels block in the cbc analyzer. On close obervation one can see the fibers coming out of the purple coloured cap of the vacutainers tubes."